Event description:
The or table stopped functioning during the operative procedure. The or table was not responding to the electrical control hand switch. The patient was transferred to another or table. There was no patient harm.the biomed technical assessment was completed. The problem was confirmed. The battery was discharged and table's power supply was defective. A new power supply was ordered and installed. After the battery was charged, the table was put back into service. This appears to be a random failure of an electronic component.there is a manual foot pump built into this model table which could have been used to get through a case, but either the or staff did not want to use the manual controls, or they were not aware of their presence.